Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure), as a result the device would deliver lower than set peep. Additionally, the device was delivering low vte (exhaled tidal volume). There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it being unable to maintain peep (positive end expiratory pressure), resulting in low peep, as well as low vte (exhaled tidal volume) delivery were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.